Manufacturer narrative:
It was reported that on (B)(6) 2023 a defibrillator pad caused patients beard to catch fire. It was reported that due to this, the patient sustained first and second degree burns to the face and chest. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Pad caused a patients beard to catch fire.